Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device disinfection and cleaning process. The customer provided additional information regarding the device disinfection and cleaning process. According to the customer the device was cleaned, disinfected, and sterilized before sent to olympus. There was no delay in the start of precleaning and the customer flushed the device air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle/channel with the detergent solution and wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. Based on the results of the investigation, the reported issue was confirmed; however, the foreign material inside of the device was not identify. Also, the root cause of the foreign material remaining in the subject device was not identified. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in the evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. -states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign objects within the nozzle. There were no reports of patient involvement.